Manufacturer narrative:
The screws remain implanted, therefore no product evaluation is able to be conducted. The part and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
The sales associate reported fractured screws were identified on the second or third post operative x-ray. At this time there are no plans to remove the screws. No x-rays or medical records have been provided at this time.